Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the endoscopic variceal ligation (evl) operation on (B)(6) male patient, the surgeon used a cook 6 shooter saeed multi-band ligator. The surgeon triggered the ligator once, but deployed three bands at same time. The faulty device was replaced with a new device to finish the procedure.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved was unable to confirm the report. The product was returned with the trigger cord, five (5) bands, a barrel, a two-way handle, a loading catheter, and an irrigation adapter. Two (2) bands (one (1) amber band and one (1) black band) were still on the barrel and the barrel was attached to the trigger cord. Three (3) black bands were returned already deployed. One (1) of the five (5) black bands was not returned with the device. The device was attached to an olympus 2.8 channel gif q20 endoscope. Both of the remaining bands that were still on the barrel fired successfully on a simulated varices. Both of the bands constricted immediately. All twelve (12) deployment beads were present and examined under magnification. The examination showed that the beads were filled correctly. The beads were verified for correct location. The length of the trigger cord was measured to be within specification. The trigger cord was intact, free of knots and not broken. No defects were noted with this product and it functioned as intended. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6-shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.